Event description:
It was reported that the patient was experiencing increased pain when stimulation was on. The patient underwent an explant procedure wherein the ipg and leads were removed. Additional information received that the patient was doing well postoperatively and the explanted devices were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing increased pain when stimulation was on. The patient underwent an explant procedure wherein the ipg and leads were removed.